Manufacturer narrative:
As was discussed with cardiac assist these complaints were reported in co's benchmark registry database system. Benchmark is a pc-based, clinical data mgmt tool designed to capture info concerning each datascope iab used. Additionally, this registry enables hosp participants to provide co with complaint info electronically that describes the complaint event(s). In each of the referenced reports severe bleeding was indicated. During iab placement, bleeding occurs at the insertion site of the femoral artery. Bleeding at the insertion site may be caused by trauma to the artery during insertion of the iab catheter, or excessive catheter movement, or anticoagulation. Of the above-referenced reports, there was no mention of stent placement in the reports and therefore co believes that the second part of this question needs no further comment with the exception that datascope corp., cardiac assist division does not market a stent product.

Event description:
Event; (cc# 98-00720) iab was inserted into pt on 5/29/1998 at 9:00 a.m. And removed on 5/30/1998 at 2:00 p.m. Iab did not malfunction. Vascular surgeon was consulted. Pt has severe bleeding which required sfa psa repair and drainage of scrotal hematoma. Transfusion was required and removal of iab was required. Also, pt had a pseudoaneurysm. [Event complications]: bleeding/transfusion/pseudoaneurysm/surgery - rpt'd 6/4/1998. [Pt's current status]: discharged-rpt'd 6/16/1998.